Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to login to the station. A technical support specialist (tss) found that the intrusion detection system (ids) server intermittently received an account locked response related to the user's active directory account, not the station environment, incorrect password attempts were logged at the times the user attempted to access the server website. Tss verified that the active directory service and synchronization connection were functioning properly with no current issues observed. As an initial step, tss recommend that the user reset her active directory password and monitor whether the directory lockouts continue. Also advise if other users are experiencing similar issues. Customer suspected that an incorrect password was stored on a system or application, causing the users account to be repeatedly locked. The account was automatically unlocked every 30 minutes per ascension policy, which results in the issue appearing sporadically. The tss stated that the server team to run an account lockout report and identify the source of the failed authentications. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user was unable to login to the station. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.